Event description:
It was reported that the patient complained of diaphragmatic stimulation. Provocative testing with high outputs produced abdominal stimulation with the patient lying on their back. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.